Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This solicited case, reported by a consumer, who contacted the company via a patient support program (psp), in which they were enrolled, concerned a 66- years old female patient of unspecified origin. Medical history included hypertension and weak vision. Concomitant medications included nebivolol hydrochloride and insulin glargine for the treatment of unknown indication. The patient received human insulin regular (rdna origin) injection (humulin r), in a reusable pen (humapen ergo ii), at 14 international units (iu) in the morning, 12 iu in the afternoon and 12 iu in the evening, three times a day, subcutaneously, for the treatment of diabetes beginning on an unknown date in --2021. On an unknown date in (B)(6) 2026, while on human insulin regular therapy, she experienced elevated blood glucose levels, as its level increased to 500mg/dl (reference range not provided), which was due to missed doses during that week due to the device's defect. (Pc: (B)(4) and lot number: 1709d02). Additionally, she experienced dizziness associated with hyperglycemia and subsequently developed hyperglycemic coma. She was not recovered yet from hyperglycemia and its symptoms. The patient was storing the devices in refrigerator and changed the needle every 1-2 days of use (improper use and storage). The events of coma hyperglycemic and hyperglycemia was considered as serious by the company due to life threatening reason. Information regarding corrective treatment was not provided. The outcome of the event coma hyperglycemic was recovered on an unknown date in (B)(6) 2026 and the outcome of the remaining events was not recovered. The status of human insulin regular was continued. The operator of the reusable devices (humapen ergo ii) was the patient, and her training status was not provided. The general device duration of use and the suspect reusable devices (humapen ergo ii), duration of use was not provided, however it was started on an unknown date in 2024. The status of reusable devices (humapen ergo ii) and their return status was not provided. The reporting consumer did not relate the events with human insulin regular therapy but related the events with suspect reusable devices. Edit 25jun2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Improper use and storage updated from no to yes. The ius tab and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed, as necessary.